Event description:
The customer stated that the drive support cap started protruding about a week ago. The customer is blind and cannot troubleshoot at the time of the call. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with motor error alarms during basic occlusion test and alarmed during the prime test due to loose drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. The insulin pump passed the displacement test. Motor passed the motor test. The insulin pump returned with missing end cap sticker.